Event description:
It was reported that the patient underwent a tlif procedure using rhbmp-2/acs. An unknown time postoperatively, the patient developed a cyst directly under the exiting nerve root. The surgeon attempted to aspirate but he was not successful; the patient is symptomatic. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.